Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pcb damage the reported event of driveline power fault alarm was confirmed with the returned system controller (serial # (B)(6)). The log file retrieved from the returned device captured the driveline power fault alarm, which was associated with a power a broken fault code. The alarm became active on (B)(6) 2023. The system was unaffected and continued to operate within the set speed limit value (5,300 rpm) and low speed limit value (5,000 rpm). The system controller was connected to laboratory equipment and the reported alarm was reproduced. The device was disassembled, and the evaluation of the internal mainboard confirmed a damaged component resulting in the driveline power fault alarm. The finding is consistent with the data captured in the log file. The component was replaced, and the device functioned as intended thereafter. A root cause of the damaged component could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault/yellow wrench alarm that would not resolve. The modular cable and system controller were exchanged. The alarm had not reappeared. Reference regulatory report: 2916596-2023-02617.